Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed on (B)(6)2020. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was also reported that then the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was leaking. The sheath was replaced and the issue resolved. There was no report of patient consequence. The sheath was being used on the patient. The valve on the end of the handle was not preventing back flow of blood once inserted into the patient¿s body. The valve did not appear to be broken. Nothing appeared detached from the sheath. No air entered the body. The hemodynamics was not compromised. No intervention was required. The defective carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was quickly exchanged for a new vizigo sheath to stop back flow of blood. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was also reported that then the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was leaking. The sheath was replaced and the issue resolved. There was no report of patient consequence. The sheath was being used on the patient. The valve on the end of the handle was not preventing back flow of blood once inserted into the patient¿s body. The valve did not appear to be broken. Nothing appeared detached from the sheath. No air entered the body. The hemodynamics was not compromised. No intervention was required. The defective carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was quickly exchanged for a new vizigo sheath to stop back flow of blood. The event was assessed as a MDR reportable hemostatic valve separation issue occurred.